Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Caller states her insulin pump for the last couple of months she has been waking up with blood glucose level extremely high. She changes site and blood glucose level are still high in the morning in 500 mg/dl. Blood glucose level last night was 49 mg/dl. She treated with food. This morning blood glucose level was 499 mg/dl. Then it went to over 600 mg/dl. Then at 3:34pm blood glucose level started going up again. She has been changing injection sites. She has taken 85 units of insulin today. Customer's blood glucose value was 600 mg/dl at the time of incident and current blood glucose was 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not be returned device for analysis.